Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was scheduled for a possible extraction. There was no further information provided. As of this time, the lead remains in service. No adverse patient effects reported.